Event description:
A report was received that during a dbs lead implant procedure, the verification probe and competitors single electrode were inserted into the right and left side of the patient to test for accurate lead placement. When the single electrodes were removed, blood back flowed from the lumen of the verification probe on each side. The permanent right and left leads were then implanted. The physician suspected bleeding, therefore, a computerized tomography (CT) scan was performed which confirmed thalamic bleeding on the left side only. The patient experienced slight paralysis of the upper limb, therefore, the procedure was stopped. The patient underwent medical treatment.